Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having high blood glucose levels in spite of bolusing. Customer showed slowed speech and decrease in mental accuity. Troubleshooting showed that there was blood in the cannula and the cannula was occluded. Customer reported that there were air bubbles in the reservoir. Customer also reported being hospitalized due to high blood glucose levels. Blood glucose level was 228 mg/dl at the time of the call. No further information was provided.